Event description:
A (B)(6)-year old male patient presented with a medical history of current pulmonary embolism (pe) and hypertension to participate in a study underwent inferior vena cava filter removal on (B)(6) 2014. Core lab reported the following from the filter pre-retrieval CT: the number of filter legs with ivc wall interaction was eight with grade zero, one with grade one, one with grade two, and two with grade three. The grade three interaction affected the duodenum. There was no hemorrhage, hematoma, or other clinical finding. The event is the two filter legs with grade 3 interaction. Grade 3 interaction is defined as follows in appendix c of the protocol (p. 53): "filter strut is touching, impressing, or perforating another organ (e.g., liver, bowel, aorta, psoas muscle, vertebral body, lymph nodes)." On (B)(6) 2014 (one day pre-procedure), the patient was admitted to the hospital. On this day, a commuted tomography (CT) was performed. The CT revealed the pe. The patient remains in the study and is in follow-up post filter retrieval. On the day of the procedure, the patient was (B)(6). The patient was on prophylactic low molecular weight (lmw) heparin. The pre-placement ultrasound was negative for thrombus in the inferior vena cava (ivc) and the pelvic veins. There was thrombus in the left lower extremity veins. Core lab analysis of the pre-placement ultrasound revealed no thrombus in the ivc. There was occluding thrombus in the left pelvic veins and the left lower extremity veins. The primary reason for the filter replacement was the current deep vein thrombosis (dvt) with the additional reason of failure of anticoagulation. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 18.5 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right internal jugular vein access site, a gunther tulip filter was deployed at the intended location of the ivc infrarenal site. There was no evidence of filter fracture, deformation, migration, or filter tilt. The filter was neither deployed prematurely nor did the filter jump upon deployment. There was no extravasation of contrast or filter leg(s) appearing outside the column of contrast after filter placement. Core lab analysis of the placement procedure venacavagram revealed the ivc diameter at the intended filter location was 18.0 mm. The filter was placed at the ivc infrarenal site. There was no evidence of filter fracture, deformation, or migration. The filter tilt in the ap view was 1.2 degrees. Core lab commented, "filter repositioned during procedure with excellent results." The post-procedure x-ray revealed no evidence of filter fracture, embolization, or migration. Filter tilt was zero degrees. Core lab analysis revealed no evidence of filter fracture, deformation, embolization, or migration. Filter tilt was not assessed. On (B)(6) 2014 (three days post-procedure), the patient was discharged. No portion of the hospitalization was directly related to the placement procedure. The patient was discharged on prophylactic low molecular weight (lmw) heparin. On (B)(6) 2014 (34 days post-procedure), the one month clinical assessment was completed. A retrieval procedure was planned at this time. The patient was taking warfarin and had no significant medical problems or hospitalizations since the last visit. On (B)(6) 2014 (48 days post-procedure), the pre-retrieval ultrasound was completed and was negative tor thrombus in the ivc and the tower extremity veins. There was thrombus in the left pelvic veins. Core lab analysis noted no thrombus in the ivc. There was pre-existing, improved, but occluding thrombus in the left pelvic veins. There was pre-existing, improved, non-occluding thrombus in the left lower extremity. Core lab commented, "subtotal left femoral vein occlusion. Recanalization is occurring. Overall, interval improvement in thrombus in left sided pelvic and lower extremity veins." On (B)(6) 2014 (67 days post-procedure), the pre-retrieval CT and x-ray were performed. The CT revealed no evidence pe or filer embolization, and the highest grade of filter leg interaction with the ivc wall was two. Core lab analysis revealed evidence of the pre-existing left pe, but no filter embolization. Filter tilt in the sagittal plane was 4.25 degrees and in the coronal plane was 5.05 degrees. The number of filter legs with jvc wall interaction was eight with grade zero, one with grade one, one with grade two, and two with grade three. The grade three interaction affected the duodenum. There was no hemorrhage, hematoma, or other clinical finding. The x-ray revealed no evidence of filter fracture, embolization, or migration. There is no information on filter tilt. Core lab analysis revealed no evidence of filter fracture, deformation, embolization, or migration. Filter tilt was not assessed. Core lab commented, "this is a pa and lat chest, not an abdomen. Only the superior portion of the filter is visible." Core lab also noted, "questions on filter migration, deformation, and fracture were obtained by analyzing the CT of the abdomen from (B)(6) 2014. An abdominal radiograph was not submitted." On (B)(6) 2014 (70 days post-procedure), the endovascular retrieval procedure was accomplished successfully using a gunther tulip retrieval set. No filter legs appeared outside the column of contrast before the retrieval, and no thrombus was present in the filter. Core lab analysis of the retrieval procedure revealed no thrombus present in the filter. There was filter leg(s) outside the column of contrast before retrieval. Filter tilt prior to retrieval in the ap view was 4.0 degrees. Filter tilt in the lat and oblique views were not assessed. There was no extravasation of contrast after the retrieval.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation / evaluation: during the course of investigation, a review of the complaint history, device history record, instructions for use (IFU) and a visual inspection was conducted although the device was not returned for investigation, imaging was provided and was sent for outside professional clinical review the findings from this review are as follows: extensive imaging spanning patient presentation, filter deployment, six week ultrasound follow up, two month CT follow up and subsequent retrieval angiography is provided along with the complaint report. Bilateral lower extremity dvt studies were performed (B)(6) 2014 at approximately 11:00 am. A CT chest with contrast and delayed imaging through the abdomen and pelvis was performed (B)(6) 2014 at approximately 4pm presumably the patient presented with left leg swelling and possibly pain. The ultrasound demonstrated occlusive thrombosis of the left common femoral, profunda femoral, femoral veins and additionally with segmental calf and popliteal vein thrombus the CT chest demonstrates bilateral pulmonary emboli right worse than left, right ventricular hypertrophy and slight septal bulge consistent with moderate right heart strain, left common iliac stenosis, partially occlusive left iliofemoral dvt, and proximal left leg edema 3 a second ultrasound was performed on (B)(6) 2014, this was an abdomen and pelvic venous ultrasound demonstrating left distal external iliac vein thrombus and stenosis of the left common iliac vein the study is labeled both pre and post op although it was all performed at approximately 11 am the filter was placed at 4 pm. The filter was placed from a jugular approach. It was repositioned once. It was placed in a normal 18mm diameter infrarenal ivc with no right to left tilt but with moderate anterior posterior tilt the degree of anterior posterior tilt cannot be quantitated but the appearance in the ap projection was similar to the appearance on the retrieval angiogram. The CT in between implantation and retrieval demonstrated that the hook was near but not against the ivc anterior wall. A post procedure four view abdominal x-ray demonstrated no change it did not include a lateral view so anterior posterior tilt could not be assessed. A six week follow up ultrasound was performed (B)(6) 2014 demonstrated near complete left leg thrombus resolution and recanalization of the external iliac thrombus was not identified in the ivc. Pre-retrieval CT was performed on (B)(6) 2014. The pulmonary emboli had resolved. Both anterior primary legs had perforated the ivc the left anterior primary leg was touching the posterior duodenal wall and the right anterior primary leg was perforating the posterior duodenal wall. These constitute grade 3 perforations .the right posterior primary leg perforated the ivc wall but was surrounded by retroperitoneal fat (grade 2). The left posterior leg tented but did not perforate the ivc (grade 1). The wire loops are all within the ivc no thrombus, migration, or fracture was present. The pre-retrieval x-ray was a chest x-ray that did not include enough of the filter to provide any additional information. The retrieval was performed on (B)(6) 2014. This demonstrated the right posterior leg perforation but because of the single anterior posterior projection, the anterior leg perforations were not demonstrated. The filter was entirely removed without difficulty. No extravasation, ivc thrombus or stenosis was present after removal. Impression: the perforations reported by the site were confirmed by the complaint report. Moderate anterior filter tilt relative to the ivc was stable from implantation through retrieval and within subjectively acceptable limits. The filter hook did not contact the ivc wall. No history of symptoms from the duodenal perforations was reported duodenal perforation does not always cause pain but can present as chronic gi bleeding, anemia, or purely as an imaging finding as was likely in this case. May-thurner syndrome likely is present on the left. No evidence to suggest that this device was not manufactured according to specifications filter perforation of the vena cava wall is a well known risk and several case reports published in articles, describe filter perforation of the vena cava wall. The device is supplied with an instructions for use (IFU), which states the appropriate uses, contraindications, precautions, potential adverse events, information from clinical studies and usage procedures potential adverse events include acute damage to the inferior vena cava, acute pulmonary embolism, extravasation of contrast material at time of vena cavagram, hematoma at vascular access site, hemorrhage, thrombosis or stenosis at implant site, wound infection at vascular access site, and death. We are unable to determine with certainty the root cause for the reported difficulty. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment (qera), further risk reduction will not be conducted at this time. The medical benefit of prevention of recurrent pulmonary embolisms obtained by placing an ivc filter outweighs the residual risk of ivc perforation.